Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis surgical procedure, the clip fell out of the large hem-o-lok applier instrument. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a clip falling off the instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations not replicated nor confirmed the customer reported complaint. The instrument was placed on an in-house system. The instrument failed recognition upon install. An error message "instrument not supported. Remove instrument" was displayed and was not possible to perform functional test on the clip applier. However, the technician installed clip manually on the instrument clip applier with no issue. Additionally, the instrument information found in the rfid was not detected from the system due to a defective rfid chip.

Event description:
Refer to h10/h11 for follow-up information.